Event description:
The customer complained of two patients having discrepant inr results using coaguchek xs meter serial number (B)(4) compared to a lab using the stago neoplastin reagent. Patient 1 was tested by fingerstick on (B)(6) 2018 and the meter result was 7.7 inr. The venous blood lab test was performed immediately following the fingerstick test and the result was 3.7 inr. Patient 2 ((B)(6), male) was tested by fingerstick on (B)(6) 2018 and the meter result was >8.0 inr. The venous blood lab test was performed immediately following the fingerstick test and the result was 5.2 inr. Both patients therapeutic range is 2.0-3.0 inr. Both patients received vitamin k therapy immediately after the fingerstick test however no adverse event occurred due to this treatment. Both patients are currently in stable condition. Blood was applied within 15 seconds of the fingerstick. The patients were not anemic, had no heparin, no antiphospholipid antibodies and no direct thrombin inhibitors. The patients have not had any diet changes, new illness and no new medications. Patient 1 showed no signs of bleeding or bruising. Patient 2 had excessive bruising but no medical treatment was required. Retention test strips (304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.